Manufacturer narrative:
External insulation abrasion was found through the lumens of the distal conductor, proximal ventricular conductor and distal atrial ring at 22.5 cm to 23.7 cm from connector pin consistent with clavicle crush damage. This is consistent with the observation from the field of low lead impedance and oversensing.

Event description:
It was reported that low pacing lead impedance was observed on the rv channel. Oversensing occurred during provocative maneuvers. The patient was intervened to check lead integrity. During procedure, lead insulation damage was observed. The lead was explanted and replaced. The patient¿s condition was good.

Manufacturer narrative:
(B)(4).